Manufacturer narrative:
Reported event of stent migration. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent was implanted during a stenting procedure in the upper part of the bile duct performed on (B)(6) 2015. According to the complainant, the stent was used to treat a 6cm hilar cholangiocarcinoma in the hilar bile duct. Reportedly, the patient's anatomy was not tortuous and had been dilated prior to the procedure. During the procedure, the stent was implanted without issue. Post procedure, on (B)(6) 2015, the patient experienced vomiting and abdominal pain and was given medication. An x-ray was performed and stent migration was confirmed. The stent was removed from the patient without any complications. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The wallflex¿ biliary rx stent was not returned for analysis; however images received of the implanted stent were evaluated. The images of the device showed that the stent appeared to be constricted one third way down from the top of the stent.a labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label. Vomiting, pain and stent migration are listed in the dfu for this product as a potential post stent placement complicationa related to the use of this device. Therefore, the most probable root cause is anticipated procedural complication.a review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent was implanted during a stenting procedure in the upper part of the bile duct performed on (B)(6), 2015. According to the complainant, the stent was used to treat a 6cm hilar cholangiocarcinoma in the hilar bile duct. Reportedly, the patient's anatomy was not tortuous and had been dilated prior to the procedure. During the procedure, the stent was implanted without issue. Post procedure, on (B)(6), 2015, the patient experienced vomiting and abdominal pain and was given medication. An x-ray was performed and stent migration was confirmed. The stent was removed from the patient without any complications. The patient's condition at the conclusion of the procedure was reported to be stable.